Manufacturer narrative:
This is a report of a user error where the patient line was not checked prior to the patient connecting for therapy. Use errors and proper user instructions are addressed in the homechoice and homechoice pro systems patient at-home guide, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette experienced air in the patient line. The patient was connected at the time of the event. This occurred during initial drain of peritoneal dialysis therapy. During troubleshooting, it was discovered that the caregiver had not verified that the patient line was properly primed prior to the patient connecting for therapy. The technical services representative reviewed the proper procedure per the user manual, and advised that the patient should start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.